Manufacturer narrative:
All sharps containers are puncture resistant, not puncture proof. Product labeling on the container states "containers are puncture resistant, not necessarily puncture proof", and instructions for use state "do not overfill (fill line is noted on container label.) Lid must fit down tightly." Based on review of previous needle protruding from container reports it is usually the container being overfilled that leads to needle protrusions. As of 12/26/2017 sharps has been unsuccessful in contacting (B)(6). Sharps will continue to try to make contact with (B)(6) and if successful will attempt to retrieve the sharps container in question for further testing.

Event description:
On (B)(6) 2017 (B)(6) called in for information on how to return a container. While customer service was trying to determine what kind of system (B)(6) had, a needle poked through the bottom of the container, poking (B)(6).